Event description:
It was reported that the patient had emergency surgery for a "faulty" lead wire. The lead was replaced. The patient was informed that "the lower part of their heart is severly damaged." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).